Event description:
Hcp reported that pt had back surgery in which the catheter was cut. The pump was then not infusing medication. At refill the hcp aspirated 18cc medication from the pump. The pump and catheter were explanted and replaced in 2004. The pump was returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.